Event description:
It was reported that the screen on quick bolus button has stopped working. The device turns on when plugged into a power source. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater. Patient is (B)(6).